Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2011. Event desc: called to room by rn and ventilator was found to not be delivering a respiratory rate through it had been set to a respiratory rate of 10. The screen was blinking. I put the rate back to 10 and the ventilator went back to a rate of 0 and flashing on the screen. Oxygen saturation was approx 97 percent. Pt was taken off the ventilator and bagged with 100 percent fraction of inspired oxygen until the ventilator was changed. This malfunctioning ventilator had been calibrated prior to pt use. Biomedical engineering has the ventilator and will run the device through the testing procedure." "Device usage problem: device malfunction - that is, the device did not do what is was supposed to do."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info documented by a carefusion field service rep in response to a phone conversation with a user facility biomed. The user facility biomed reported that he tested the device extensively before, during and after running the device for 5 days. The user facility biomed reported that he was unable to reproduce the reported event and that the device has been placed back into service. Carefusion has requested a copy of the user facility's service report associated with this event for this device. As on (B)(4) 2011 the user facility has not provided the service report. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.